Event description:
It was reported that during a cryo ablation procedure, after the transseptal puncture but prior to inserting the cryoballoon, the patient had ventricular tachycardia (vt) of approximately three beats. The left superior pulmonary vein (lspv) was undergoing a freeze when the vt started to increase. The patient could not maintain blood pressure. Defibrillation was attempted but was unsuccessful and the healthcare professionals began a full code with chest compressions. The sheath and balloon catheter were pulled back into the right atrium. Approximately ten chest compressions were done with multiple drug boluses. All the products were withdrawn and the case was aborted with the patient under general anesthesia. The patient was transferred to the intensive care unit, hospital stay was extended. The patient woke up with recovery and was noted to be walking around. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Clinical data files were received and analyzed. The reported clinical issue could not be confirmed through data analysis but flow fluctuations were confirmed during first three applications. The mapping catheter was received and inspected. Visual inspection of the catheter showed the device was intact with no apparent issues. The reported issue does not indicate a manufacturing related defect. The reported clinical issue could not be confirmed through testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.